Event description:
After a lead placement procedure, the patient was hospitalized due to pain from the procedure. The patient has been released and is doing fine.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation.